Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was having high blood glucose for three days consecutively. Customer's last blood glucose was 218 mg/dl and current was 318 mg/dl, treated with the insulin pump. Customer thinks his device is not working correctly. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No air bubbles or leaks noted. Manual prime was performed on the device and insulin did exit. The device passed high pressure test. Customer was advised the pump is working as designed. Customer was advised to change the entire set. No further information reported.